Event description:
It was reported that this left ventricular (lv) lead exhibited intermittent loss of capture (loc) and high capture thresholds. Additionally, pacemaker mediated tachycardia (pmt) episodes were observed. Troubleshooting and device reprogramming and optimization were discussed. No adverse patient effects were observed. At this time, this lead remains in service.